Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm discovered that the safety disk was not installed properly. To address the issue the stm reinstalled the safety disk and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient; the end user had difficulty changing the helium tank of the cs300 intra-aortic balloon pump (iabp). Once the tank was changed correctly, the icon still did not advance from near empty, and the pump would not fill. The iabp was labeled and taken to biomed. There was no harm or injury to patient and no adverse event was reported.